Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the language setting of the freestyle libre 2 reader was set to (B)(6), and was therefore unable to use the reader as she could not understand the language. As a result, the customer was unable to monitor glucose, experienced unspecified symptoms of hypoglycemia, and called for an ambulance. Upon their arrival, the customer was provided with unspecified medication to raise glucose levels. No further information was provided. There was no report of death or permanent injury associated with this event.